Event description:
It was reported that during a supply change the user experienced difficulty locking the infusion connector into the pump, and after replacing the connector the issue persisted until the cartridge was replaced, after which normal function was restored. Customer care provided support that included customer troubleshooting guidance. Investigation of this case revealed that the problem resolved with replacement of the cartridge, suggesting a component interface or fit issue. No reported adverse clinical effects. Outcomes included no impact on health and no medical intervention. It was concluded that the event was attributable to a device component issue related to the cartridge-connector interface, with resolution achieved through cartridge replacement.